Manufacturer narrative:
The returned test strips were measured with the returned meter with a high-level control sample: target range: 2.7-3.5 inr; test 1: 3.0 inr; test 2: 3.1 inr; test 3: 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred.

Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of a questionable result from a coaguchek inrange meter (B)(4). The result from the meter at noon was 3.5 inr and a few hours later, the result was 3.7 inr. The patient was tested in a laboratory with an unknown reagent and the result was "just above 2". On (B)(6) 2021, the result from the meter was 4.4 inr. The laboratory result using an unknown reagent was 2.7 inr. The therapeutic range was not provided.